Manufacturer narrative:
B3 event date: estimated as two weeks prior to explant. Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed leak and functional testing. Based on this investigation the cause for the pump mechanical issue was not established; therefore, the conclusion codes of cause not established has been chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. When the pump was pressed it remained dimpled. Two weeks later, the inflatable penile prosthesis pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
B3 event date: estimated as two weeks prior to explant.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. When the pump was pressed it remained dimpled. Two weeks later, the inflatable penile prosthesis pump was removed and replaced. No patient complications were reported.